Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.